Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led surgical light and confirmed that the cover had detached from the lighthead. The technician observed that the cover halves of the lighting system had been damaged which is indicative of facility personnel bumping the lighthead into other pieces of equipment. The harmony led surgical light operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the lighthead covers, tested the lighting system, confirmed it to be operating according to specification and returned it to service. The technician counseled the user facility on the proper use and operation of the harmony led surgical light, including the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, one of the plastic yoke covers on their harmony led surgical light detached and fell, entering the sterile field and resulting in a procedure delay. No report of injury.